Event description:
It was reported that the user's ilet display became unresponsive while on the cgm menu, preventing use of the back or home buttons, and functionality was restored after the user restarted the ilet from the mobile app; blood glucose was unaffected and the user proceeded with a meal announcement. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included user guidance to perform a device restart and confirmation of normal function post-restart. Investigation of this case revealed a transient user interface freeze consistent with a temporary device software or display responsiveness issue that resolved with reboot, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software anomaly that resolved with standard troubleshooting.